Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that section h6 component code 4755 was inadvertently not included; therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: component code: 4755 lens damage and positioning issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and reported patients date of birth, gender, weight, and eye affected was the left eye. No other information was provided. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1947. Section a3: sex/gender: male. Section a4: patient weight: 185 pounds. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon was injecting an intraocular lens (iol) it somehow twisted when coming out of the injector and did not sit correctly once completely in the eye. The surgeon did not like the way the lens was, so he removed it and placed another johnson & johnson lens (same model and diopter) as a replacement. No other medical interventions were done. Patient is doing good post-operatively. No further information is available.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.